Event description:
Per the clinic, the patient experienced a migration of the receiver stimulator. The patient underwent a revision surgery under general anesthesia on (B)(6) 2023 to re-position the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 19, 2023.